Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they were trying to turn their ins for a CT scan in the ER when their controller went blank/unresponsive. Pt mentioned that they had just recharged their controller 2 days ago and it was fully recharged. Patient services (pss) walked pt through resetting the controller and the controller did not power on. Pt did not have their ac power supply or aa batteries for further troubleshooting. Pss walked pt through troubleshooting steps they could take once they have the rest of their equipment as they mentioned they would not be home until after patient services is closed. They again mentioned that they were in the ER earlier as they did in original call. They said they plugged in ac power cord but the controller battery still wont charge. They don't hear any rattling inside controller, and there is no corrosion in battery compartment. They said the port of controller is intact. The controller does recognize that ac power cord is plugged in, but battery doesn't charge. A new controller was requested. No symptoms were reported. Additional information was received from the pt. It was reported that pt called back re-reporting the previously documented information. Pt thought they received a dummy controller today with no li battery. The manufacturer's patient services specialist (pss) consulted with repair and it appears a controller replacement was sent (controller was requested in email to repair). Pt was not with equipment to try original li battery with controller and mentioned that their ins was at 40% and would be dead in a couple of days. Pt tried contacted their wife to try troubleshooting further however, could not get through. No symptoms were reported. A replacement battery pack was sent out. The patient (pt) called and mentioned the replacement lithium (li) battery pack was too big for their controller and the battery door would not fit over the battery, but the battery door from the dummy controller would fit over their replacement li battery pack. Patient services specialist(pss) explained the process of exchanging battery doors. Pt said that since they received the replacement li battery pack, they had tried their old battery pack in their controller and it worked again. Patient services specialist(pss) explained return shipping information to the pt. Pt said they had 2-3 situations recently with the spinal cord stimulator(scs) and external equipment(pt reiterated details of case). Pt said their old li battery was a 1760 milliamp battery whereas their replacement li battery pack was a 1600 milliamp battery. Patient services specialist(pss) suggested the pt decide which battery to keep and then send back the other battery. The replacement controller was later returned with no known complaints.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745bp lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp battery pack (serial number (B)(6)) revealed complaint unverified. No anomalies observed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.